Manufacturer narrative:
The tech replaced all four caster assemblies to repair the bed.

Event description:
Info received indicates the brakes were holding the actual caster wheel, but the caster continued to swivel.